Manufacturer narrative:
The insulin pump was received with the following damage: cracked casing at a display window corner, broken reservoir tube lip, minor scratches on the lcd window, detached end cap, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the drive support cap became detached from the insulin pump. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated for the drive support cap damage. The customer was unable to verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.